Manufacturer narrative:
The service technician found that with the brake pedal set in brake, the wheels for the brake and brake steer casters would still roll. The service technician attempted to adjust the casters but the alleged problem remained. The most likely cause is normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on its beds. The technician replaced the brake casters and brake steer casters to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brake casters and brake steer casters do not hold. The bed was found in the storage area at the facility. There was no patient/user injury reported. (B)(4).